Event description:
Customer reported via phone call that they experienced high blood glucose. The blood glucose value at the time of the incident is 500mg/dl. Blood glucose value at the time of call was 539mg/dl. The high blood glucose was treated with insulin pump. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not active at the time of the incident. Further troubleshooting was declined by customer. No further patient complications were reported. The product will not be returned for failure analysis. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.